Event description:
Reporter alleged obtaining a result of 268 mg/dl on his advantage system and taking 3 units of novolog insulin based on that reading around 9 pm. He stated that he awoke with hypoglycemic symptoms at 1:30 am, that he fell and started seizing while trying to get some oj. He reported that his friend obtained a reading of 21 mg/dl, called 911, and then tried treating him with glucose paste. Reporter stated that the emt's obtained a reading of 21 mg/dl and treated him with d50. He then reported that almost 1 hour later, they retested him and obtained a 144 mg/dl on their meter compared back to back with a result of 519 mg/dl on his meter. No other action or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.